Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was showing an autofill error. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the safety disk was defective. The safety disk was replaced, and the unit passed all functional and safety tests and was returned to customer.